Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 6.0 x 150, 135cm mustang balloon catheter was advanced to the lesion for dilation. However, the balloon ruptured in an unspecified number of inflation at 10 atmospheres. The balloon was removed intact. The procedure was completed with another of same device. No patient complications were reported. Patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).